Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port balloon ruptured. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: visual inspection verified the silicone outer coating and latex balloon material were torn on the short port body. The complaint is confirmed for balloon ruptured.